Event description:
It was reported that stent thrombosis occurred. The patient underwent treatment with the eluvia stent on (B)(6) 2018 as part of the eminent clinical trial. The target lesion, located in the distal superficial femoral artery (sfa) of the right leg, had a 4mm and 5mm reference vessel diameter, proximally and distally respectively, and a total length of 79mm visually estimated. The target lesion was 100% occluded and was crossed through the true lumen. Pre- dilatation was performed using one balloon, afterwards one 6x100mm eluvia stent was implanted. Post-dilatation was performed using one balloon, and 0% residual stenosis remained. No thrombus was seen at the end of procedure. On (B)(6) 2019, the patient was diagnosed with stent thrombosis in the target limb. The patient was admitted to the hospital on (B)(6) 2019 for a planned recanalization procedure. The event was reported as recovered/resolved with sequelae on (B)(6) 2019. It was further reported that on november 17, 2018, the patient was discharged in a good general state with antiplatelet therapy. On (B)(6) 2019, the patient experienced new onset right sided foot pain. On (B)(6) 2019, the patient presented to the hospital due to pain and was hospitalized for further evaluation and treatment. Duplex ultrasound of the right leg showed sfa perfused up to just before the stent in the adductor canal and stent occlusion after the origin of a collateral. In the popliteal distally from the stent, refilling via collaterals, weak flow signal with low flow is able to be deduced in the proximal segment. The patient was diagnosed with acute in stent occlusion of right sfa. On (B)(6) 2019 angiography showed dome-shaped contrast medium stop just above the stent and collateralization in the popliteal artery. Thromboembolic stent occlusion in the right sfa was treated with 2 mg of actilyse to slow administration through thrombolysis catheter for 24 hours. Follow up angiography showed residual thrombi and residual stenosis at the distal end of the stent in right sfa. (B)(6) 2019, 100% in stent occlusion in distal sfa to ppa (target lesion) which was 120 mm long with a reference vessel diameter of 4 mm was treated with a 5 mm x 80 mm non-bsc drug eluting balloon, with the residual stenosis was 0%. On (B)(6) 2019, the subject was discharged on the same day in a good general state.

Manufacturer narrative:
Date of birth: 1960 patient identifier: (B)(6).

Event description:
It was reported that stent thrombosis occurred. The patient underwent treatment with the eluvia stent on (B)(6) 2018 as part of the eminent clinical trial. The target lesion, located in the distal superficial femoral artery (sfa) of the right leg, had a 4mm and 5mm reference vessel diameter, proximally and distally respectively, and a total length of 79mm visually estimated. The target lesion was 100% occluded and was crossed through the true lumen. Pre- dilatation was performed using one balloon, afterwards one 6x100mm eluvia stent was implanted. Post-dilatation was performed using one balloon, and 0% residual stenosis remained. No thrombus was seen at the end of procedure. On (B)(6) 2019, the patient was diagnosed with stent thrombosis in the target limb. The patient was admitted to the hospital on (B)(6) 2019 for a planned recanalization procedure. The event was reported as recovered/resolved with sequelae on (B)(6) 2019. It was further reported that on (B)(6) 2018, the patient was discharged in a good general state with antiplatelet therapy. On (B)(6) 2019, the patient experienced new onset right sided foot pain. On (B)(6) 2019, the patient presented to the hospital due to pain and was hospitalized for further evaluation and treatment. Duplex ultrasound of the right leg showed sfa perfused up to just before the stent in the adductor canal and stent occlusion after the origin of a collateral. In the popliteal distally from the stent, refilling via collaterals, weak flow signal with low flow is able to be deduced in the proximal segment. The patient was diagnosed with acute in stent occlusion of right sfa. On (B)(6)2019 angiography showed dome-shaped contrast medium stop just above the stent and collateralization in the popliteal artery. Thromboembolic stent occlusion in the right sfa was treated with 2 mg of actilyse to slow administration through thrombolysis catheter for 24 hours. Follow up angiography showed residual thrombi and residual stenosis at the distal end of the stent in right sfa. On (B)(6) 2019, 100% in stent occlusion in distal sfa to ppa (target lesion) which was 120 mm long with a reference vessel diameter of 4 mm was treated with a 5 mm x 80 mm non-bsc drug eluting balloon, with the residual stenosis was 0%. On (B)(6) 2019, the subject was discharged on the same day in a good general state. It was further reported that on (B)(6) 2019, the subject was hospitalized for further evaluation and treatment was planned on a future date. For the time being, 5,000 iu of heparin was administered and perfusion at 600 iu/h was started until next morning. On (B)(6) 2019, core lab angiography analysis at right distal sfa and ppa revealed patent outflow and occlusive in-stent restenosis pattern with presence of thrombus and absence of aneurysm. Post thrombolysis treatment with actilyse (overall around 22 mg over 20 hours ia), the control angiography showed the sfa to be recanalized again. Moderate residual stenoses was noted proximally and distally from the nitinol stent on (B)(6) 2019, post procedure, significant improvement of hemodynamics at the lower leg was noted.

Manufacturer narrative:
Date of birth: 1960 patient identifier: (B)(6).

Manufacturer narrative:
Date of birth: (B)(6). Patient identifier: (B)(6).

Event description:
It was reported that stent thrombosis occurred. The patient underwent treatment with the eluvia stent on (B)(6) 2018 as part of the (B)(6) clinical trial. The target lesion, located in the distal superficial femoral artery (sfa) of the right leg, had a 4mm and 5mm reference vessel diameter, proximally and distally respectively, and a total length of 79mm visually estimated. The target lesion was 100% occluded and was crossed through the true lumen. Pre- dilatation was performed using one balloon, afterwards one 6x100mm eluvia stent was implanted. Post-dilatation was performed using one balloon, and 0% residual stenosis remained. No thrombus was seen at the end of procedure. On (B)(6) 2019, the patient was diagnosed with stent thrombosis in the target limb. The patient was admitted to the hospital on (B)(6) 2019 for a planned recanalization procedure. The event was reported as recovered/resolved with sequelae on (B)(6) 2019.